Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photo evaluation: visual analysis of the photographs identified: capsular contracture : unable to observe since it is a medical event and is not related to the device. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii.

Event description:
Physician reported right side capsular contracture baker grade iii. Additional report of "intact gel implant was removed and found to have a prominent crease deformity laterally". Device has been explanted and replaced.

Event description:
Physician reported right side capsular contracture baker grade iii. Additional report of "intact gel implant was removed and found to have a prominent crease deformity laterally". Device has been explanted and replaced